Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a (B)(6) dmc tz8 digital camera. We made a visual inspection of the instrument. We found unknown deposits. We also found discoloration on the outer pipe, adapter, and on both blades. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: we assume that the clamping and the discoloration is caused by reprocessing. According to the quality standard, a production error or a material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The scissors does not cut. 3 defective pairs with the same batch. All med watch submissions related to this report are: 9610612-2017-00537; 9610612-2017-00552.